Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with sensor readings reported as ¿high,¿ inability to perform a confirmatory fingerstick, a highest glucose of 400 mg/dl, and approximately four hours above 180 mg/dl following a meal that was vomited; alerts for glucose above 300 mg/dl for over 90 minutes occurred, no backup therapy or ketone testing was used, and the user later contacted a clinician and reported that glucose levels subsequently decreased. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no medical intervention beyond clinician guidance by phone, and no need for third-party assistance. Investigation included customer support troubleshooting and education, including recommendation for a supply change and escalation to a healthcare professional or on-site nurse. Investigation of this case revealed no device malfunction reported and no component issue identified, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.